Manufacturer narrative:
The subject device is being shipped to legal manufacturer for investigation. To date, it has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device sheath detached from the needle tip. The issue found during an unspecified procedure. The device was replaced and the intended procedure was completed using another similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and provide a correction to d9. The device has not been returned for evaluation. Please see updates to d9 and h10.

Event description:
Additional information was received from the customer which confirmed the reported event occurred during a diagnostic bronchial biopsy procedure. The device was inspected before use, and no abnormalities were found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d4 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the sheath detachment could not be determined. It is possible that the sheath detachment was caused due to putting the device through a range of motion past its intended use. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not angulate/flex the bending section of the endoscope while the needle is protruding from the instrument channel of the endoscope. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage." Olympus will continue to monitor field performance for this device.